Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of oversensing as well as out-of-range right ventricular (rv) lead impedance measurements. Boston scientific technical services (ts) noted that the device was oversensing the minute ventilation (mv) feature but also exhibited farfield oversensing resulting in inappropriate timing. The device was reprogrammed and remains in service.